Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that no femoral angiogram was performed. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. In the absence of device returned for analysis a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cerebral angiogram procedure. Imaging was not performed to verify the location of the puncture site prior to closure device use. Reportedly, the suture failed to capture the artery and came out with the proglide device. Hemostasis was achieved with a hemostatic compressor. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.